Manufacturer narrative:
Initial troubleshooting provided by a getinge emergency support technician guided the end user to pull out the rescue portion of the iabp unit slightly from the hospital cart and then reinsert. This resulted in the iabp unit receiving ac power and beginning to charge the batteries. A getinge field service engineer (fse) later called the customer's biomed to discuss the reported issue. It appeared that the end user did not have the iabp unit fully charged and the batteries died. The fse has the biomed charge the iabp unit overnight and it was confirmed that the batteries fully charged with no issue. There was nothing wrong with the iabp unit and it functioned as intended. The iabp unit was released to the customer by the biomed and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a low battery alarm, would not charge the batteries and was shutting down while plugged into the ac outlet. The iabp unit was switched out with another iabp unit to continue therapy. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
(B)(6). Initial troubleshooting provided by a getinge emergency support technician guided the end user to pull out the rescue portion of the iabp unit slightly from the hospital cart and then reinsert. This resulted in the iabp unit receiving ac power and beginning to charge the batteries. A getinge field service engineer (fse) later called the customer's biomed to discuss the reported issue. It appeared that the end user did not have the iabp unit fully charged and the batteries died. The fse has the biomed charge the iabp unit overnight and it was confirmed that the batteries fully charged with no issue. There was nothing wrong with the iabp unit and it functioned as intended. The iabp unit was released to the customer by the biomed and cleared for clinical use. H3 other text : device not returned.

Event description:
N/a.